Event description:
It was reported that balloon rupture occurred. A 2.50mmx12mm nc emerge balloon catheter was advanced for pre-dilatation during percutaneous coronary intervention procedure. However, during inflation at 8-10 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter with the product mandrel and balloon protector in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a kink to the inflation lumen, guidewire lumen, and core wire at 21.4cm from the tip. There is a circumferential tear in the balloon 17mm from the tip. There is blood present in the hub, inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.50mmx12mm nc emerge balloon catheter was advanced for pre-dilatation during percutaneous coronary intervention procedure. However, during inflation at 8-10 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.